Event description:
During the device evaluation, the generator exhibited no output due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: internal components of this device are known to fail after a number of years. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.